Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: g1, h4. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): the getinge fse returned at a later date and resolved the issue by replacing the power management board and front end board as the fse determined that the power management board had a saline spill on it and the front end board connector did not allow anything to be plugged into it. The fse performed a full preventative maintenance (pm) service with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The defective pcb,power management,rohs and exch pcb, front end, rohs were returned to getinge national repair center (nrc) for failure investigation. A getinge technician completed the investigation of the power management board per procedure and standards with a white residue observed on u5 and the surrounding area which is consistent with saline. As a result, the board cannot be tested due to the saline on the board. CAPA 14-ca-0097 has been initiated to address this issue. The power management board will be retained in the nrc per procedure. A getinge technician completed the investigation of the exch pcb, front end, rohs per procedure and standards with a white residue being observed on the upper right hand corner close to the metal insulator, which is consistent to saline. As a result, the board cannot be tested due to the saline on the board. CAPA-14-0097 has been initiated to address this issue. The exch pcb, front end, rohs will be retained in the nrc per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer, (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a start-up failure. There was no patient involvement, and no adverse event reported.